Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced fived kinked cannula events on 04-april-2024. The event occurred within three hours of insertion. Blood glucose level reported during the event was high and patient took correction injection via multi-daily injections to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.